Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon (iab), the hub of the dilator broke off. The physician removed the dilator, opened another iab pack, proceeded with insertion, and continued initiation of therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional contact person: (B)(6).

Event description:
N/a.

Manufacturer narrative:
Two dilators were returned with dried blood on the components. One dilator was observed to be intact with no visual defects. The dilator hub of the second dilator was observed to be broken off the from the shaft of the dilator. The hub of the dilator was observed to be slightly stripped. The broken dilator was measured and found to be within specification. No other visual defects were identified. The evaluation confirmed the reported failure the root cause of the issue at this time is impossible to define. CAPA 830128 has been initiated to investigate this issue further and identify a root cause. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).